Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) on 2018-jan-11. When clarifying the pump movement issue, the hcp stated, ¿normal exam. She lost some weight.¿ the cause of the pump movement was determined to be weight loss. No actions/interventions were taken to resolve the pump movement and the issue was resolved. The patient¿s weight at the time of the event was unknown. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving 60.0 mg/ml of hydromorphone at 14.743 mg/day and 27.7 mg/ml of marcaine at 6.806 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2017, it was reported that the patient's pump had moved and they were experiencing pain beneath their pump as well as new back pain. The patient reported that their pump was implanted in "the back area" and not in the stomach. According to the patient, the pump had moved up to the surface under the skin and the patient could feel where "maybe the catheter goes into" and the whole outside of the pump. According to the patient, this had begun on (B)(6) 2017. Approximately three days prior to the report, the patient began experiencing pain beneath the pump and new back pain. The patient was having an MRI done for the new back pain. The onset of the patient's symptoms were considered "sudden". No out of box failures were reported. No medical or therapy problems associated with small parts were reported. No falls or trauma were reported. No further complications were reported.